Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The handle was actuated; the ratchet functioned properly and the jaws opened and closed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failure. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the customer noted that the jaws were not aligned. The device was not used. No injury.